Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer (oste) for MDR# 9610773-2020-06772. As part of the investigation, olympus followed up with the user facility to obtain additional information but with no results the legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The e433 error is activated by the device¿s safety system, which triggers a restart of the device. If the error cause persists, an unlimited number of periodic restarts can be triggered. The possible causes are: 1 - the operator activates the footswitch during generator booting (temporary fault). 2 - a defective footswitch (temporary fault). 3 - a defective footswitch (temporary fault). 4 - a faulty cable connection between hvps board and generator board (temporary or permanent fault). 5 - a defective hvps board (permanent fault). 6 - a defective generator board (permanent fault). Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This supplemental report was submitted to provide additional testing results and to update the following sections: d8, d10, g3, g6, h2, h6 and h10. The customer returned both the subject device and the concomitant ultrasonic generators for additional testing. The generators were inspected and tested together. All tests passed, all output powers were within specifications and no errors were observed. The legal manufacturer's investigation results did not change.

Manufacturer narrative:
The referenced generator was returned to the service center for evaluation. A review of the generator's error log showed error e433 was recorded multiple times. However when testing the generator, the reported error e433 could not be duplicated. The generator was inspected and tested. All tests passed and all output powers were within specifications. The system was up to date. Additionally, there were minor cosmetic dents and scratches to the housing and front panel of the generator. The footswitch and or concomitant /accessories/devices were not returned. The exact cause of the reported e433 cannot be determined at this time as the investigation is ongoing. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
During preparation for use, the high frequency (hf) generator unit produced an error code, e433. As soon as the generator was turned on, the error code would appear. No patient injury or harm was reported.